Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to a cylinder aneurysm. A new ambicor penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
It was determined that this event was previously reported under bsc reference (B)(4), report number 2183959-2021-00056. An updated report will be submitted with the additional information received for that event as well as any potential future updates.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to a cylinder aneurysm. A new ambicor penile prosthesis was implanted. No patient complications were reported.